Manufacturer narrative:
Section h6 and h10. Section h10: a device history record (DHR) review was performed and did not reveal any issues that may have contributed to the complaint event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number (B)(4). Investigation is ongoing.

Event description:
As reported, 73 days post deployment of a 23mm sapien 3 valve, the valve was explanted due to high gradients (peak 155mmhg, mean 80mmhg). The patient was symptomatic. A heparin drip was initiated on the patient without improvement. The valve was replaced with a surgical valve (unknown type). The patient was stable post procedure. The valve was infected with what was believed to be endocarditis, however, the source of the infection is unknown.

Manufacturer narrative:
The device was not returned for evaluation. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (60 days) or late (60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The exact cause of the reported endocarditis was requested, but not forthcoming. The cause remains unknown. The endocarditis subsequently lead to the valve being explanted. The cause may have been due to procedural and/or patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.